Event description:
A us distributor returned monitor sn (B)(4) indicating that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the monitor displayed code 102 - charger profile fault. After removing the pcbs for investigation and then reseating the pcbs, the test failure was unable to be duplicated. The root cause of the initial test failure was unable to be positively identified. No adverse event resulted from the defective monitor. The root cause of the initial test failure was unable to be positively identified.